Event description:
It was reported that a pt's pump (implanted early (B)(6) 2011) was not performing the same as her previous pump. The new patient-controlled analgesia (pca) doses were "only obvious every 15 or so". At the first refill there was slightly more drug in the pump than what was expected. At the next refill ((B)(6) 2011), 41 ml of yellow colored fluid was removed; 5.6 ml was expected. The pump was refilled with 40 ml of fentanyl. The pt was reported to have been concerned that the needle "was not in the pump and when the drug was injected she would have a pocket fill". The pt also reported a facial rash and diarrhea since (B)(6) 2011. A (B)(4) study was performed (B)(6) 2011 and no abnormality was detected. The pt was taken to surgery (B)(6) 2011. The pump pocket was opened and fluid was seen leaking from the pocket. Examination of the catheter showed fluid exuding from under the connector to the pump (the catheter connection). The catheter and connector had not been replaced during the (B)(6) pump replacement. The connector was described as the old 'pinch and push' style. A catheter revision kit was used and the connector to the pump was replaced with a new sutureless connector. The pump was aspirated. The expected reservoir volume (erv) was 29 ml, but the actual reservoir volume (arv) was around 3 mls. The reporter indicated that the physician "...concluded that the 41 mls of fluid aspirated last week during refill would have been from the pump pocket and not the pump and that the pocket had been filled rather than the pump". Analysis conducted on the fluid showed no infective matter. Pt recovered without sequela. The pt was reported to be delighted that "her therapy has been resurrected".

Manufacturer narrative:
(B)(4).